Event description:
It was reported that before the case began, the handpiece was not working properly. Tried using a new burr, but it was the anspach drill that was not working properly. There was no patient involved and a new drill was provided to the doctor. Investigation results revealed that grinding noise and smoking coming from the drill was caused by a broken motor drive shaft.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the drill was not functioning as expected. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill had a loud grinding noise and began smoking immediately. This is indicative of a broken motor drive shaft. The malfunction is most probably due to expected wear / tear.